Manufacturer narrative:
The device was returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during this upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator noise was observed when the right ventricular pace-sense lead was connected to the device. This resulted in inhibition of pacing and was recreated with lead motion. When the physician then connected the new defibrillation lead to the device, inhibition of pacing for several seconds was observed after the device was placed in the pocket. The physician suspected a device header issue and specific concern was that the seal plug became damaged with the wrench during tightening. The physician elected to use a new device for implant. No adverse patient effects were experienced during the procedure.